Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR.: 29jan2019. The power supply was returned to philips for failure investigation. The power supply was tested and testing revealed that a component failure on the power supply prevented the unit from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. Philips field service engineer (fse) confirmed the reported issue. Fse performed problem determination and determined that the power supply was not working; th fse replaced the power supply and tested the unit. After the power supply was replaced the unit operated correctly.

Event description:
Customer reported unit will not power on. No patient/user harm reported. The event date was not specified; estimate used.